Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Upon investigation, the rear response button ribbon cable was not connected to the connector. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.